Event description:
It was reported that this right ventricular (rv) lead was deteriorating and exhibited a noisy signal. As of this time, this rv lead remains in service. No adverse patient effects were reported.